Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience pro a/alpine, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a coronary procedure. A 3.5 x 15 mm xience proa stent was implanted, treating a target lesion in the right coronary artery (rca). On (B)(6) 2019, the patient was re-hospitalized for a stress echocardiography. In-stent restenosis of 40-50% was noted. The restenosis did not appear severe and the stress echocardiogram was not positive; therefore, no intervention was performed. No additional information was provided.